Manufacturer narrative:
Review of the black box data reveals records beginning on october 19, 2014. Due to continued use of the pump, the black box data and pump histories from the date of the alleged event have been overwritten. There were no records of errors, alarms or warnings in the available pump history. The daily insulin delivery totals were found to correctly reflect the user¿s programmed basal rates. The pump was exercised for 29 hours and was found to be delivering insulin within the required range. Investigation did not duplicate the complaint and the pump information for the complaint had been overwritten.

Event description:
On (B)(6) 2012, the patient contacted animas reporting an incident where she had passed out last night and had a blood glucose level of 42 mg/dl. The patient reportedly self-treated with a glucagon injection. Prior to passing out, she recalled feeling a little shaky but no other symptoms. Patient reports no new medications, no new activities/stressors, no new diet changes reported. Time and date are correct in pump. Insulin is stored appropriately and is not expired. Animas customer support walked patient through checking his pump settings and the patient confirmed that all programmed as desired. The pump's prime history indicated that the patient was changing the infusion site every three days with appropriate amount of insulin last site change was last evening at 6pm. No recent alarms in pump history (the last alarm was on "monday" for low battery). Pt reported no infusion sites issues and stated she rotated infusion sites between abdomen and hips. Based on the animas cs troubleshooting, there was no indication that the pump malfunctioned. However, this complaint is being reported since use error cannot be ruled out as a contributing factor to the patient's hypoglycemic incident. The patient was advised to contact her doctor for advice regarding the hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.